Manufacturer narrative:
Device received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during testing. Device passed displacement test and self test

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. Customer stated that significant events leading to the keypad issues was possible insulin exposure. Time was advanced. Customer reported that the fluid or insulin in the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.